Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "exchange from textured to smooth due to product concern" against left device. The device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Capsular contracture: unable to observe since it is a medical evet and is not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device observed, partial delamination of valve assessed as adhesive failure. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "exchange from textured to smooth due to product concern" against left device. The device has been explanted and replaced.